Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that post replacement of the implantable cardioverter defibrillator (ICD) the patient presented to the emergency room (ER) stating the device alarm had triggered. On interrogation, the right ventricular (rv) lead impedance and threshold had increased. It was also reported that during the rv lead replacement, the set screw was found to be loose during removal of the leads from the ICD. The leads were tested multiple times and found to be normal, therefore, they were reconnected to the ICD and remain in use. No patient complications have been reported as a result of this event.